Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013. A drain was placed during the procedure and it did not suction well. The procedure was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.